Manufacturer narrative:
(B)(4). Patient returned insulin pump for an alleged moisture damage observed on (B)(6), 2022. Insulin pump received with flashing medtronic logo. Unable to perform the displacement test, sleep current test, active current test and self test due to flashing medtronic logo. The thump software was unsuccessful due to a flashing medtronic logo. Insulin pump was cut open to perform visual inspection and found moisture damage on electrical board 1 and electrical board 2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: overlay scratched, cracked keypad overlay, cracked case-corner of belt clip rails and pillowing keypad overlay. Flashing medtronic logo was confirmed during analysis due to moisture damage on electrical board 1 and electrical board 2. Unable to download confirmed due to flashing medtronic logo. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom.

Event description:
Information received by medtronic indicated that the insulin pump screen was fogged up and may have moisture inside the screen. Customer cannot see the insulin pump screen clearly and it is producing an alarm. Customer stated they are not able to see clearly what's on the screen and just seeing a medtronic. Customer mentioned crack at the back of insulin pump. Their was no physical damage to retainer ring. No harm requiring medical intervention was reported. The customer discontinued use of the device. The device was returned for analysis.